Event description:
This case was initially reported by a physician on (B)(6) 2018 and additional information was reported via regulatory authority (valvira) on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of pain ("pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced pain (seriousness criteria medically significant and intervention required), oedema ("edema") and fatigue ("tiredness"). The patient was treated with surgery (uterine tubes removed in laparoscopy on (B)(6) 2018.). Essure was removed on (B)(6) 2018. At the time of the report, the pain, oedema and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue, oedema and pain with essure. The reporter commented: the patient underwent essure sterilization , procedure went as normally. The patient experienced pain, edema and tiredness after the procedure. Uterine tubes removed in laparoscopy on (B)(6) 2018. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts: pain: the analysis revealed 418 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: uterine tubes removed in laparoscopy on (B)(6) 2018. Onset date of events reported as (B)(6) 2016. Ha added as case reporter. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pain ("pain"), device breakage ("implants broke during removal"), back pain ("lower back pain"), menorrhagia ("menstrual bleeding became more profuse"), dysmenorrhoea ("menstrual pain") and urinary tract infection ("multiple urinary tract infections") in a (B)(6) year-old female patient who had essure (batch no. D60141) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression. Concomitant products included citalopram and duloxetine for depression. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pain (seriousness criteria medically significant and intervention required), oedema ("edema") and fatigue ("tiredness"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), back pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant) and complication of device removal ("implants broke during removal"). The patient was treated with surgery (uterine tubes removed in laparoscopy on (B)(6) 2018.). Essure was removed on (B)(6) 2018. At the time of the report, the pain, device breakage, back pain, menorrhagia, dysmenorrhoea, urinary tract infection, oedema, fatigue and complication of device removal outcome was unknown. The reporter provided no causality assessment for back pain, complication of device removal, device breakage, dysmenorrhoea, fatigue, menorrhagia, oedema, pain and urinary tract infection with essure. The reporter commented: the patient underwent essure sterilization , procedure went as normally. The patient experienced pain, edema and tiredness after the procedure. Uterine tubes removed in laparoscopy on (B)(6) 2018. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 01-mar-2018 for the following meddra pts: pain: the analysis revealed 418 cases (excluding this case). Device breakage: the analysis revealed 2211 cases (excluding this case). Back pain: the analysis revealed 490 cases (excluding this case). Menorrhagia: the analysis revealed 645 cases (excluding this case). Dysmenorrhea: the analysis revealed 191 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 28-feb-2018: patient initials provided. As a concomitant disease the patient was having depression and as treatment duloxetine and citalopram were reported. Essure lot number d60141, was inserted on (B)(6) 2016. The reason for essure removal: the patient experienced the following symptoms: menstrual bleeding became more profuse, menstrual pain, edema, tiredness, lower back pain, multiple urinary tract infections. No pathological findings relating to implant removal. Implants broke during removal but they were managed to be removed totally. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pain ("pain"), device breakage ("implants broke during removal"), back pain ("lower back pain"), menorrhagia ("menstrual bleeding became more profuse"), dysmenorrhoea ("menstrual pain") and urinary tract infection ("multiple urinary tract infections") in a 32-year-old female patient who had essure (batch no. D60141) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression. Concomitant products included citalopram and duloxetine for depression. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pain (seriousness criteria medically significant and intervention required), oedema ("edema") and fatigue ("tiredness"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), back pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant) and complication of device removal ("implants broke during removal"). The patient was treated with surgery (uterine tubes removed in laparoscopy on (B)(6) 2018.). Essure was removed on (B)(6) 2018. At the time of the report, the pain, device breakage, back pain, menorrhagia, dysmenorrhoea, urinary tract infection, oedema, fatigue and complication of device removal outcome was unknown. The reporter provided no causality assessment for back pain, complication of device removal, device breakage, dysmenorrhoea, fatigue, menorrhagia, oedema, pain and urinary tract infection with essure. The reporter commented: the patient underwent essure sterilization , procedure went as normally. The patient experienced pain, edema and tiredness after the procedure. Uterine tubes removed in laparoscopy on (B)(6) 2018. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: pain ¿ analysis in the global safety database revealed 418 cases. Device breakage ¿ analysis in the global safety database revealed 2.265 cases. Back pain ¿ analysis in the global safety database revealed 497 cases. Menorrhagia ¿ analysis in the global safety database revealed 751 cases. Dysmenorrhoea ¿ analysis in the global safety database revealed 216 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.